Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01304. The patient received her scs system including an ipg, three percutaneous leads, and a lead extension on (B)(6) 2005. It was reported that one of the leads became nonfunctional due to high lead impedance measurements. The physician replaced the lead on (B)(6) 2007. The explanted lead was not returned to ans for evaluation. It was reported that about week after the procedure, the patient was unable to recharge her ipg because it appeared the charger would not communicate with the ipg. Attempts at troubleshooting and also using an additional charging system did not alleviate the reported issue. X-rays were taken which confirmed proper placement of the ipg at the implant site. The physician explanted and replaced the ipg on (B)(6) 2007. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as received would not communicate with a charger. The antenna silicon had puncture damage and a bubble. The puncture to the antenna silicon allowed body fluids to get under the antenna silicon and short out the charging coil. After cleaning, the ipg communicated with the charger. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.